Event description:
Pt was revised to address pain. Disassociation of the liner from the cup was found, and the liner was also cracked. Poly wear and metallosis were also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.